Event description:
It was reported that during a scheduled filter retrieval, it was identified that the filter had moved caudally and was tilted. The filter was implanted at l2 and upon retrieval, the filter was located between l3 and l4. The physician attempted, but could not retrieve the filter. The pt was referred to another physician for retrieval. There was no report of injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter remains implanted; therefore, it is not available for eval. The event investigation is currently underway.